Manufacturer narrative:
The DHR review for the effected device was completed and the device met specifications prior to distribution. The valve is not available for evaluation as it was not explanted. Cine/fluoroscopic images were submitted to edwards and reviewed (B)(4). Echo images were not provided. Observations: moderate aortic valve calcification, severe aortic root calcification, no porcelain aorta, semi-circular mitral annular calcification (mac). Poor coaxial alignment of delivery system and valve as there was lateral bias. Poor image intensifier angle as lcc not in plane. Valve appears to be positioned 2/3 : 1/3 aortic although there is no cine of valve deployment. Post deployment aortogram demonstrates aortic regurgitation (ar). Final valve position is 2/3: 1/3 ventricular. Impressions: image intensifier angle and coaxial alignment was poor and lead to canted (tilted) deployment with significant ar post deployment. Contributing factors to a non-functioning leaflet are native leaflet overhang, calcified small stj as well as technical features during deployment (loss of pacing capture, failure to hold ventilation). No tee is available to confirm a non-functioning leaflet but severe ar on cine is apparent. Per the instructions for use and the patient screening manual, valve regurgitation is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Factors that can contribute to impaired leaflet coaptation include over inflation of the deployment balloon and native leaflet overhang. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, it appears that the image intensifier angle and the coaxial alignment of the valve and delivery system were poor, leading to canted deployment of the sapien valve and significant ar. The report of a non-functioning leaflet could not be confirmed based on the available imaging. The patient expired during the procedure; however, per report, in the physician's opinion the non-functioning leaflet did not cause or contribute to the patient's expiration. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required.

Event description:
As reported by the edwards field clinical specialist, the procedure was performed within the usual manner. The annulus measurement was 20mm by tee on the day of procedure. Balloon aortic valvuloplasty (bav) was performed and a 23mm valve was prepped. The valve was deployed under rapid ventricular pacing (rvp) and transesophageal echocardiogram (tee) showed no paravalvular leak (pvl) but full blown aortic insufficiency (ai) due to a frozen leaflet. The sapien valve was probed while a second sapien valve was being prepped and cardiopulmonary support (cps) cannulas where advanced. The valve leaflet began to work and cps was never initiated. The patient's blood pressure did recover for a couple of minutes to 120/70. Unfortunately, the patient's blood pressure began to drop again and CPR was initiated. However, the patient's blood pressure never recovered, and the patient was pronounced.additional investigation revealed the following: the patient¿s native valve was severely calcified, with bulky and heavily calcified leaflets. The aortic root was severely calcified. No difficulty was encountered during inflation of the deployment balloon. Balloon inflation was held for three or more seconds, and ventilation was held during valve deployment. The patient¿s baseline blood pressure was 110/40. The patient¿s blood pressure immediately prior sapien valve deployment was 40/0. It could not be determined which leaflet was non-functional, but it may have been the non-coronary cusp (ncc). There was no suspected reason why the leaflet was non-functional. However, per report, in the physician¿s opinion the non-functioning leaflet did not cause or contribute to the patient¿s death.

Manufacturer narrative:
The investigation is ongoing.